Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Information about an occurence with adjustment problem of a m.blue (no data of product). Limited information at the time of reporting. Request to the clinic was performed.

Manufacturer narrative:
No analyse, no sample (limited information). An investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. From our point of view, no further regulatory actions are required.